Manufacturer narrative:
Additional information: section b5 - describe event or problem: through follow-up we learned that the rotation was performed on the (B)(6) 2021 and improved the result to -2,0/-0,5/86°, vis cc 0,8, vis nsc 0,4 during post-operative check-up on the (B)(6) 2021. Sicca (dry eye) was noted and treated by the patient by daily, over the counter eye-drops. Customer is now happy with the result. No additional information was provided. Section h3 - device evaluated by manufacturer? Yes device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional/similar (as applicable) complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Weight and ethnicity: information unknown/ not provided. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient will undergo intraocular lens (iol) rotation on (B)(6) 2021 in the left eye, lens model zct375 20,5 diopter. Original axis (oa) 88°, goal refraction -2.25 planned. Axis post-op 105°. Rotation post-op of 17 degrees. Refraction : left eye -1.5 / -1.5 / 128 ° vision sans correction (sc) 0.2, vision with correction (cc) 0.8.